Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical assistant reported that following a cataract removal with intraocular lens (iol) implant procedure, the patient experienced blurred vision, and residual astigmatism was observed. The iol was later exchanged. It has been reported that the patient's symptoms have resolved.